Event description:
As reported, the 7f 18x4 maxi ld percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation in vessel. The device ruptured below the recommended burst pressure (rbp). The product was removed intact from the patient. The procedure was completed by opening a new non-cordis balloon, allowing the procedure to continue. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). No difficulties were encountered when removing it from the hoop, the protective balloon cover, or any sterile packaging components. No kinks or damages were noted prior to inserting the product. The device was prepped per the IFU while maintaining negative pressure. The lesion was characterized by moderate calcification. The device was not used for a chronic total occlusion (cto). There was no resistance or friction during the insertion through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter or crossing the lesion. The catheter was never in an acute bend or kinked during use. The contrast to saline ratio used was 50/50. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the 7f 18x4 maxi ld percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation in vessel. The device ruptured below the recommended burst pressure (rbp). The product was removed intact from the patient. The procedure was completed by opening a new non-cordis balloon, allowing the procedure to continue. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). No difficulties were encountered when removing it from the hoop, the protective balloon cover, or any sterile packaging components. No kinks or damages were noted prior to inserting the product. The device was prepped per the IFU while maintaining negative pressure. The lesion was characterized by moderate calcification. The device was not used for a chronic total occlusion (cto). There was no resistance or friction during the insertion through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter or crossing the lesion. The catheter was never in an acute bend or kinked during use. The contrast to saline ratio used was 50/50. The reported ¿balloon burst, at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported moderate calcification of the vessel may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. The maxi ld¿ pta catheter is intended to dilate stenoses in iliac arteries. As per the instructions for use (IFU) it is important that the balloon not be inflated beyond the rated burst pressure. The nominal balloon size is printed on the hub. To reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Bands, position the catheter at the appropriate location. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation. Do not exceed the rated burst pressure. Higher pressures may damage the balloon or catheter or over distend the selected artery. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.